Manufacturer narrative:
Of the 4 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to issues with the peizo and vibration motors. During investigation for unrelated complaints, there were 4 additional failures found. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dual alarm issue. These reports were received from various sources. The patients associated with this allegation ranges from 13-75 years of age and between 0 and 0 pounds. Of the reported patients, 2 were male and 2 were female.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there was 1 instance of dual alarm failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.